Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, in the intensive care unit, a fluid leak at the bottom of the effluent bag, reported as near the stopcock was observed. The treatment was discontinued and a new device was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photograph did not show evidence of the reported leak; however, based on the reported information the leak was located at the welding of the bag near the stopcock. The reported condition could not be verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.